Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii-IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "shooting pains, particularly in left breast, palpitations, hair loss, fatigue, early menopause, hot flushes, mood swings, depression, headaches, joint pain." "I also have an appointment on [¿] with [¿] to discuss having explant with uplift with them as my breasts are extremely ptotic with implants. I have bakers grade 3/4 capsules with very little natural breast tissue overlying them. The implants have caused my skin to thin and stretch". The device remains implanted. This record related to the right side.